Event description:
Event description cpi received information that this endotak transvenous defibrillation lead was removed due to a fracture. An invasive procedure was performed and the physician elected to replace the lead and implantable cardioverter defibrillator (ICD) at this time.